Manufacturer narrative:
The customer reconnected the co2 alkaline buffer back into the system and it primed as expected. No service was needed for this event. The issue was resolved by the customer's troubleshooting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on the modular chemistry (mc) side of the synchron lx20 pro clinical system. When the customer pulled up the ise module of the instrument, the co2 alkaline buffer was empty. The system was disconnected from the ise interconnect board, which caused the co2 alkaline buffer valve to remain closed. When the co2 alkaline buffer peri pump turned on, the fluid overflowed. The customer cleaned the spill while wearing personal protective equipment (ppe). The customer was not exposed to the co2 buffer and no injury was caused from this spill.